Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an overtemp alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: (B)(6). A getinge field service engineer (fse) evaluated customer reported that iabp alarmed "system over temperature". Fse performed the compressor output test and compressor was within specifications and calibrated 30psi and drive regulators. Then allowed the iabp to run a internal trigger at 120bpm and at approximately 1 hour and 20 minutes, fse was able to duplicate the "system over temperature" alarm. Fse replaced the scroll compressor and temperature sensor and allowed the iabp to run a internal trigger at 120bpm for 2 1/2 hours and could not duplicate a "system over temperature" alarm again. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received scroll compressor and temperature sensor with a reported unit failure of a system overtemperature alarm after 1 hour and 20 minutes. The fat performed a visual inspection and found the part to be in good condition. The fat installed scroll compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested this part for 3 hours with no alarms. Fat was not able to replicate the reported failure on this part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed temperature sensor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 1 hour 30 minutes when the overtemperature alarm appeared. Fat was able to verify the reported issue on this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an overtemp alarm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. A getinge field service engineer (fse) evaluated customer reported that iabp alarmed "system over temperature". Fse performed the compressor output test and compressor was within specifications and calibrated 30psi and drive regulators. Then allowed the iabp to run a internal trigger at 120bpm and at approximately 1 hour and 20 minutes, fse was able to duplicate the "system over temperature" alarm. Fse replaced the scroll compressor and temperature sensor and allowed the iabp to run an internal trigger at 120bpm for 2 1/2 hours and could not duplicate a "system over temperature" alarm again. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received scroll compressor and temperature sensor with a reported unit failure of a system overtemperature alarm after 1 hour and 20 minutes. The fat performed a visual inspection and found the part to be in good condition. The fat installed scroll compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested this part for 3 hours with no alarms. Fat was not able to replicate the reported failure on this part. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat installed temperature sensor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00 0639 revision r. Tested for 1 hour 30 minutes when the over temperature alarm appeared. Fat was able to verify the reported issue on this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).